Event description:
It was reported that during a chronic catheter placement, the lumen with the red indicator was completely broken off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 27cm hickman trifusion t/l catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified material separation issue as a complete diagonal break was noted on the red extension leg just proximal to the trifurcation of the catheter. The edges of the complete diagonal break appeared sharp and smooth. The surface of the complete diagonal break was observed to be finely granular and glossy. Further during functional evaluation thrombus was noted exiting the distal end of the catheter upon infusing red and blue luer extension legs and aspiration was successful, the white luer extension leg was patent to infusion and aspiration without issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a chronic catheter placement, the lumen with the red indicator was completely broken off. There was no reported patient injury.